Event description:
The account reported the brake casters are not holding. The bed was located in the maintenance department at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the brake caster supports, one brake caster stem and two linkage bearings were broken. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake caster, support and main bearing to resolve the issue. Based on this information, no further action is required.